Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid drain. The cause of the peritonitis was not reported. The same day as onset the patient presented to the emergency room. On the same day, the patient was prescribed antibiotic therapy with intraperitoneal (ip) cefazolin (dose, frequency and duration not reported) and ip fortum (dose, frequency and duration not reported) for peritonitis. It was reported the patient returned home. Three days after onset, the manifestations of the peritonitis were reported as recovered. At the time of this report the patient was recovering from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.